Event description:
The incident happened during the tonsillectomy of a patient in 2003. During the procedure, spark occurred and caused 1 cm burn inside patient's mouth. The patient was treated with bacitracin and released from the hospital as normal.